Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgical repair of a ventral hernia with a bard composix kugel hernia patch. (B)(6) 2008 - the patient presented to the surgeon with complaints of pain, swelling and infection at the surgical site. The surgeon diagnosed the patient with an infected surgical site and performed surgery upon the patient to remove the mesh. Attorney alleged infection, pain and suffering, swelling, permanent injury, disability, additional surgery, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. A lot number has not been provided; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.